Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of broken cable. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. There were no reports of patient injury.